Event description:
The pt reported an uncomfortable stimulation in her hand that causes her to twitch with the implant turned on. The pt decided to have her system explanted. The pt is reportedly doing well.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.